Manufacturer narrative:
Additional information received - third-party confirmation testing was performed. The results indicated the device tested positive for one (1) colony forming units (cfus) of unspecified gram-positive bacilli bacteria, 1 cfus of coagulase-negative staphylococci and < 1 cfus of unspecified revivable microorganisms. The results obtained are conforming to standard. The investigation is ongoing. The final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: light guide rod lens (1x) --- cracked. Lens glue(1x) --- chipped. Charged coupled cover lens glue --- chipped. Distal end --- deformed. Bending section rubber glue ---separated. Mouthpiece --- defect. Air/water cylinder ---scratched. Suction cylinder ---scratched. Connector --- cracked. Biopsy channel --- wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii duodenovideoscope tested positive for an unexpected microbiological contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 45 colony forming units (cfus) of mesophilic aerobic micro-organisms. Specifically, 7 cfus of klebsiella oxytoca were identified. During the second sampling, the scope tested positive for 13 cfus of mesophilic aerobic micro-organisms. During the third sampling, the scope tested positive for 36 colony forming units (cfus) of mesophilic aerobic micro-organisms. Specifically, in channel 2, 10 cfus of klebsiella oxytoca were identified. All channels were tested. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report olympus has not received culture testing results from an independent laboratory for confirmation. Once the device is received for confirmation testing and the results are conforming, the device will then undergo inspection. The customer has provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel. The customer uses salvanig premium detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent salvanig premium and brushes the instrument channel, suction cylinder, instrument channel port, balloon channel and distal end/area around elevator. The customer uses nova clean, single use soft brushes, model maj-1888. The scope was manually disinfected with anioxyde 1000. For automated endoscope reprocessor (aer) treatment, washer isa cantel - medivator is used with intercept plus detergent and rapicide (disinfectant). The scope is stored horizontally in an unspecified storage. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.